Event description:
This pt underwent a secondary procedure to resolve a distal type I endoleak. In the primary gore excluder bifurcated endoprosthesis procedure, a contralateral leg component was placed in the aneurysmal left common iliac artery. Distal seal in this artery was questionable at the time of primary procedure completion. Approx 6 weeks following, a distal type I endoleak in the left common iliac artery was apparent. A secondary procedure was performed to deploy an additional contralateral leg component inside the original contralateral leg with approx 3-4 cm of sealing zone. The left internal iliac artery was coiled during this same procedure. A completion angiogram revealed successful exclusion of the left common iliac artery aneurysm and left internal iliac artery with no endoleak.